Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #: (B)(4). All information from the original reports have been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a fan problem. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the v60 ventilator had a fan problem. The customer is requesting an equipment check up, and reported that the device sometimes does not cycle. The field service engineer (fse) verified the operation of the fan. The fse reported that no failure was found. It was noted that the device resets to user values by default, in case there is an alarm limit that was not well adjusted, thus causing an alarm. The equipment works correctly. The system meets the specification for the performed service and is returned to use. The key market reported that there was no patient involvement when the issue occurred. No patient or user harm reported.